Event description:
It was reported that the system had stored untreated episodes due to oversensing of noise. In-clinic testing was able to reproduce the noise. An x-ray was performed and a proper connection was confirmed. The pulse generator had reached end-of-life. So, the doctor explanted and replaced the electrode and the pulse generator. There were no additional adverse patient effects.